Manufacturer narrative:
Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This x-ray system restarted when used with lucas CPR equipment. Also, there was no fluoro along with its pt table being free floating.